Manufacturer narrative:
Concomitant products: product ID: 3889, product type: lead. (B)(4).

Event description:
Information was received from a trial patient and it was reported that their lead broke. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 3889-28, lot# va1d15l, product type lead.

Event description:
Additional information was received from the healthcare provider (hcp) and it was reported that there were no patient symptoms related to the broken lead. The hcp reported that no actions/interventions were taken to resolve the broken lead as it was a temporary lead. The hcp reported that the lead was broken while the patient¿s spouse was changing surgical dressing (accidentally cut). The hcp reported that the patient had a permanent lead place on (B)(6) 2017.